Event description:
The patient never showed to have the port remove/replaced as scheduled. The patient is on (B)(6) and it is uncertain if the patient will be back.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant a realize band, the port became infected. The port was replaced (B)(6) 2012. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information: date of implant if applicable? Asku. Number of fills/adjustment if applicable? Asku. Approximate volume in band if applicable? Asku. Who performed the adjustments? Asku. Any tests performed to diagnose the issue? Asku.